Event description:
Filter legs got stuck at the introducer hub. Doctor cut the sheath, reinserted the wire and pulled the cut delivery sheath out. Pulled another of the same make from the shelf and completed the procedure successfully.